Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 suggested component code: mechanical (g04) - head h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined the complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure due to a dislocation at the site. Only the liner was exchanged and a new trilogy liner implanted. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: (B)(6) item name constrained liner with constraining ring use with trilogy and trabecular metal modular acetabular systems 28 mm i.d. For use with 50/52/54 mm o.d. She lot # unk g2: foreign: australia the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.